Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The customer has not complained of any more discrepant results since the service visit.

Manufacturer narrative:
This event occurred in (B)(6). The field service representative found that the procell and sipper syringes were contaminated and the sipper probe was slightly bent. He cleaned both fluid paths and changed the sipper probe. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cortisol ii results for 1 patient sample on a cobas 8000 e801 module. The initial result was <3 nmol/l and the repeated result was 369 nmol/l. The results were not reported outside of the laboratory. It is unknown which result is believed to be correct. The reagent lot number and expiration date were requested, but not provided.